Manufacturer narrative:
Product name: actual ostomy product is unknown. The end user could only provide: 2. Piece convatec appliance - ref number unknown. 510(k) number: exempt. Product code: (B)(4). Based on the available information, this event is deemed to be a serious injury. This complaint has been evaluated. No lot number is available. A detailed investigation or batch review cannot be conducted. Therefore, this evaluation will be closed. This issue will be monitored through the post market product monitoring review process. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. (B)(4).

Event description:
The end user reported that she developed several black spots and necrotic tissue to the peristomal skin under the wafer after she switched from competitor brand of wafer and pouch to a 2-piece convatec appliance. She was seen in the emergency room and on (B)(6) 2019, she was admitted to the hospital. She received antibiotics via intravenous route and subsequently, she had her ostomy reversed. The necrotic skin debrided resulting in a 6 cm wound that was initially treated with negative pressure wound therapy. The end user was provided with unknown prescription medication. On (B)(6) 2020, the wound healed. No photo is available at this time.